Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16, which persisted even after attempting a reset. There was no reported impact on the customer¿s blood glucose level. To resolve the issue, technical support assisted the customer in resetting the pump, and upon noticing the malfunction recurrence, they arranged for a replacement pump with updated software. The customer was instructed to use multiple daily injections as backup therapy and was guided on the return process for the faulty pump.